Manufacturer narrative:
The ge rep conducted an onsite investigation. The interconnect cable was replaced and the power cable was repaired. The sys operates as intended.

Event description:
The customer reported that there were exposed wires on the power cord of the 9800 sys and that the interconnect cable appeared to have been cut. No pt injury was reported.